Manufacturer narrative:
Analysis of the returned device shows that no defect was present prior to the implantation that would be responsible of the breakage. The type of breakage is consistent with an over-loading of the part during the insertion maneuvers. The origin of the over-loading was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction.

Event description:
It was reported that a cage broke during insertion. The broken pieces were removed and a new cage was used to complete the procedure. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 9392507, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.